Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical table and found evidence of fluid intrusion within the table's column shrouds. During the technician's inspection, he found the power supply to be damaged. The power supply damage is attributed to the fluid intrusion. The technician replaced the power supply, tested the table and confirmed it to be operating properly. The table was returned to service and no additional issues have been reported. A steris service technician performed preventive maintenance on the table prior to the reported event. During this preventive maintenance (pm) visit, the steris technician did not properly seal the cover and shrouds as stated in the cmax surgical tables pm checklist. The steris pm checklist states: "8.1 - secure all covers and shrouds. Apply rtv sealer to meet ipx4 requirements." The steris service technician who performed the pm was counseled on all steps of the preventive maintenance checklist and maintenance manual.

Event description:
The user facility reported that the base of the surgical table emitted smoke. No report of injury, procedure delays or cancellations were reported.